Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the ift fluid damage, the segment fluid damage, the lcb fluid damage, the lg cable fluid damage, the lg cable connector fluid damage, the bending rubber perforated, the angle wire corroded, the segment corroded, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the bending rubber leak, the down and left pulley wire worn out, the angle wire hard to move and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.